Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable.

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) was triggered. The rv lead exhibited varying pace/sense impedance and noise. Connection issues between the rv lead and implantable cardioverter defibrillator (ICD) header were suspected and a revision was performed. During the revision, all parameters were tested by the analyzer and movements were attempted with the lead to try to confirm a lead issue. No noise was observed in the electrogram. The physician concluded it was a connection issue and the lead was reconnected to the device with no further issues. Both the device and lead remain in use. No patient complications have been reported as a result of this event.